Event description:
A report was received that the patients lead broke during lead pull. Four contacts were removed, but twelve contacts were assumed to be inside the patients body. The remaining part of the lead was planned to be removed during implant surgery.

Event description:
A report was received that the patients lead broke during lead pull. Four contacts were removed, but twelve contacts were assumed to be inside the patients body. The remaining part of the lead was planned to be removed during implant surgery.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual inspection revealed that the top twelve electrodes are separated from the distal end. Electrodes 1-12 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.